Event description:
The customer reported that he "suspected the cannula/needle never deployed", but proceeded to place the pod anyway. While this pod was worn, he experienced high bg's "in the 300mg/dl range". Insulet customer support advised him to remove and replace the pod immediately; it will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to a mfg error. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.